Event description:
It was reported by the rep that (1) cdh29 and the (1) tlc55 were used during a small bowel resection procedure. It was reported that (2) days post-operatively the pt had a very bloody bowel movement and fainted in the hosp bathroom. The pt was given whole packed blood and plasma without results. The pt was taken back to surgery, whereupon it was discovered that the staple line had been leaking. The pt was reoperated on, had reanastomosized, given antibiotics, and admitted to intensive care unit until stabilized.